Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further specified as the patient forgetting to put the minicap on right away after disconnecting. The patient was hospitalized for an unrelated condition at the time of diagnosis of peritonitis. The patient was treated with fortaz intraperitoneally (dose, frequency, and duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient has been discharged from the hospital and has recovered from the event. It is unknown if the event of peritonitis extended the hospitalization. It was unknown if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.